Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by ous rep, an icp express displayed irregular readings and the alarm sounded. It will be repaired in local cts, not return to USA. Per ous affiliate, did this event occur intra-operatively? Yes. Did the reported event cause any delays in the procedure or surgery over 30 minutes? No. What action was taken to resolve the issue? Changed another one to complete. Were there any adverse consequences to the patient? No.